Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call she experienced high blood glucose of 500 mg/dl. Customer stated that she has a neuropathy in her finger and has had issues inserting the infusion set. She has been receiving no delivery alarms since (B)(6). She also mentioned she has a problem with the plunger falling out. The customer stated the no delivery alarm was resolved by the set change and she treated with a bolus.